Event description:
The information received indicated that the cypher stent could not go through the lesion. The target lesion was the lad. The vessel was mildly tortuous and calcified. The lesion was pre-dilated. There were no anomalies with the product noted prior to use. The stent dislodged when the physician tried to retrieved it back into the guide catheter. The stent dislodged in the proximal lad. The stent retrieved using a snare.

Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete, additional information will be submitted within 30 days of receipt.